Event description:
During an attempted implant of wiktor stent in the left anterior decending artery the stent came off of the delivery sys. An attempt to retrieve the stent with a snare was unsuccessful and the stent embolized in the left femoral artery. No pt complications were reported.